Event description:
It was reported that the patient experienced hyperglycemia after an infusion set was deployed incorrectly, with insulin leaking from the bottom of the pump during a supply change and no drops observed while filling the tubing; the cartridge was found to be leaking and the device component implicated was the reservoir. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed leakage associated with a seal issue consistent with a leak or splash, linked to the reservoir component and improper connector attachment sequence during setup. Insulin delivery was resumed after completing the supply change with correct steps. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.